Event description:
During a procedure to embolize a non ruptured aneurysm located at the branch between the right anterior cerebral artery and anterior communicating artery, the subject coil prematurely detached when the wire was retracted for re-framing. Several attempts were made to reposition the coil with in the aneurysm when the coil prematurely detached. The coil was placed in the aneurysm, but not positioned properly. The position of the coil was undetermined and the coil was not removed. After, it was noted that blood flow decreased in the peripheral part of the anterior communicating artery and urokinase was given to a1 of the artery with a microcatheter. An hr later, only one of the two arteries peripheral to a2 was visible on angiography. The procedure was stopped and CT scan was performed, no anomalies were found. The pt suffered an infarction. Per f/u info, the pt left the hosp without problems.